Event description:
The pump was returned to animas. Product analysis evaluated the pump and intermittent response of keypad buttons and found contamination under the keypad button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the keypad was found to be intact with no tears or peeling noted. The keypad buttons were tested and found intermittent response of the down and contrast buttons. The keypad was removed and contamination was found under the down and contrast buttons. (B)(6).